Manufacturer narrative:
Additional information: a review of radiographic images shows two films ap and lateral of a kyphoplasty procedure done bilaterally at approximately t12. The ap shows contrast within both balloons, the lateral shows one balloon unexpanded. No evidence of leakage can be seen, therefore the history of balloon rupture cannot be verified.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, "surgeon was inflating both sides at the t12 level when he noted a mis-shaping of the balloons and then on the left side suddenly dropped the pressure to 0 after it was 600 psi, there was noted leakage of contrast". No further details are known at this time.

Manufacturer narrative:
Additional information: analysis of the returned device shows that during functional analysis, it was not possible to inflate the balloon due to a hole. Visual analysis confirmed the hole located nearby the proximal peak of the balloon. The rupture is radial and longitudinal. Based on the information provided, the most probable root cause of the rupture is contact of the balloon with bone splinters during surgery.